Event description:
Pt was admitted for double mastectomy and reconstruction for left breast cancer. During the procedure, the tebbetts fiberoptic retractor (88-1087) was place on pt's abdomen. The connection between the retractor and the acmi (g93) cord become extremely hot and caused three thermal burns on the pt's abdomen. The manufacturer for each item including the acmi cord, the tebbetts fiberoptic retractor, and the luxtec 300 light power source. Sota has been provided the luxtec power source for testing. Based on investigation and discussions with the various manufacturers, this has been an issue for years.